Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A customer reported to olympus that the autoclavable camera head had no image when plugged into the stack. The procedure occurred during preparation for use and the procedure was unknown. The procedure was completed without delay. There was no information provided on the device used to complete the procedure. There was no patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, a definite root cause could not be identified. Olympus will continue to monitor field performance for this device.